Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that this issue was not caused by normal battery depletion. They stated that the battery had been faulty since it was implanted in 2021. When asked about the steps taken to resolve the issue they stated that they would still need to decide if they wanted it replaced. They stated that they would be having it removed either way. This had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller needs an MRI of the spine. Agent reviewed that an eos ins will only allow for head scans with the MRI elig form filled out by the managing doc. The MRI is related to a fall the pt had, the pt made no allegations/complaints of the fall being related to the ins. Agent noted to pt that the pt can have the ordering doc for the MRI call pats for other possible scanning options. The caller states their ins is dead and at the end of the call the caller eventually said that the device didn't last as long as it should have. This is the event. The caller states the reason she thinks it should have lasted longer is because the caller met with a rep on 1 aug and confirmed the ins was eos and rep said the ins should last 10 years so the caller then believed the ins lifespan was short--the caller asked if this would be covered by a warranty. Agent reviewed that the ins longevity is based on settings and that there is no expected lifespan outside of what the parameters would allow for. It appears the caller's 'complaint' is based on the information provided by rep. The caller states that rep was surprised at the ins being at eos. Agent did not ask for an event date as the complaint seemed to be about the lifespan of the ins as a whole so an event date is ambiguous. It is unclear if the ins actually depleted at a rate that would be unexpected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
: Additional information was received from the patient. They reported that the implant battery died after 2 years and was not controlling symptoms. The cause of the faulty device was no battery life. They stated that as for intervention, they are waiting for 2 MRI before they will decide to remove or replace it. They still have the device in them.